Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as spinal pain. It was reported that the patient's previous pump turned off during an MRI and the patient had to drive 290 miles to get the pump turned back on. The event date, drug information, symptoms, actions/interventions, and clarification on the alleged device issue were requested. If additional information is received, a follow-up report will be sent.